Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14347 . It was reported the patient experienced ineffective stimulation. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2022 wherein one lead was repositioned and one lead was explanted and replaced due to damage during the procedure. Stimulation was restored.